Event description:
Literature: aliabadi h, osenbach rk, intrathecal drug delivery device infection and meningitis due to mycobacterium fortuitum: a case report. Neuromodulation. 2008;11(4):311-314. Intrathecal drug delivery device infection with mycobacterium fortuitum has not been reported previously. We report a case of an implanted baclofen pump infection and associated mycobacterium meningitis due to mycobacterium fortuitum. The entire pump system was removed and the patient was treated successfully with a prolonged regimen of antibiotics. Drug delivery system manufacturer was not stated. Reportable event: a man with a history of an incomplete cervical spinal cord injury from a fall presented with progressively worsening spasticity. He presented with significant quadriparesis. Thus, he underwent placement of an iddd and appeared to benefit from this procedure. Six weeks postoperatively, however, he developed low grade fevers, mild erythema, as well as drainage of a cloudy, thin liquid from the incision overlying the pump. Subsequently, the pump and catheter were explanted. Cultures grew rare coagulase-negative staphylococcus and mycobacterium fortuitum. Infectious disease consultants did not think that there was any reason to treat this organism given the hardware was all removed.

Manufacturer narrative:
Results code=catheter.